Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they have been experiencing their implant not holding a charge as long as it usually does. Patient stated they charge their implant to 100% and in an hour it's at 90% and then in couple hrs it depletes to 60%. Agent asked patient if they have increased their stimulation and patient said no. Pt also stated they have been feeling a weakness in their right side. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed rep role and gave national answering service (nas) number. Pt stated both issues started about last week.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.